Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A difficult patient anatomy or a challenging placement site may result in high friction during the attempt to release the stent. The use of a 0.018 inch guide wire which is of a smaller size than recommended in the IFU is considered another contributing factor to the reported event. Based on the information available and as no sample was provided for evaluation, a definite root cause could not be determined. The IFU states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Furthermore, the IFU recommends the use of a 0.035 inch guide wire.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.

Event description:
It was reported that during a stent placement procedure in the distal sfa, the delivery system became blocked and the vascular stent could not be released any further after being half deployed. During retraction of the delivery system, the partially released stent elongated. No patient injury was reported.